Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot # v474739, implanted: (B)(6) 2010, product type lead; product ID 748940, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3550-09, lot # lc3035, implanted: (B)(6) 2004, product type accessory; product ID 3487a-33, lot # j0504298v, implanted: (B)(6) 2005, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient reported that they had 15 orthopedic surgeries and had rods, screws, and hardware in their back. The patient had a quadruple spinal fusion and after that was done, the stimulation from their implantable neurostimulator (ins) was agitating the fusion. The patient turned stimulation off at that point. The patient tried stimulation a year later and reported that it didn't work on the right side of their body. It helped the left side about 20% because the battery was low in the ins. It was reported that the stimulation was on but not helping like it should. The patient stated that they will be having the stimulator taken out so they can have a MRI to check on their orthopedic conditions. Relevant medical history includes failed back surgery syndrome, non-malignant pain, and failed back syndrome.